Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was noted that the patient had a vascular dissection and the attempted implant of a lead to pace the left bundle was unsuccessful. The lead was removed. No further patient complications have been reported as a result of this event.